Event description:
The customer reported that the ventilator will only operates on battery power. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management board found that the d3 shorted and d37 open on the power management pcba prevented the ventilator to power on ac.